Event description:
The pt was admitted for excision of a foreign body and chronic abcessed cavity at her previous colostomy incision. The blue plastic foreign body was recognized as a fragment of blue instrument marking tape.